Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommend performing the vent inop test and the extended self-tests (est) and to run the unit for 24 hours to try to duplicate the alleged malfunction. Customer called stating that after followed the tse recommendations the malfunction reoccurs. Now the tse suggested replaced the breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have replaced the bdu pcb and the covidien customer support engineer (cse) uploaded the operational software and performed the device evaluation. The ventilator passed extended self-testing.